Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber returned in two pieces; the distal end of the glass fiber exhibits no signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 1 foot and 9.5 inches from distal tip; the total length of the fiber is 10 feet and 4.25 inches, connector included in over-all length; black discoloration was noted at near break location within blue jacket; the fiber exhibits signs of melting at the locations of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that after a few minutes of lasing at 0.6 joules 8hz during a lithotripsy procedure, the fiber stopped working; no power was being transmitted to the stone. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "stable" - there was no injury reported.